Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that their device had not worked for 5 days and they do not know what happen. Patient stated that when they did get "it "in it was totally plugged in and jacked up. Patient stated that they did not feel anything and no stimulation. During the call agent can hear the recharger beeping. Since patient could not explain the issue further agent started to assist patient checking ins battery level first. Patient started recharging session but was asked to scan the recharger serial number and was routed to recovery mode 0-0-1. Patient moved the recharger and eventually was able to get the recharging to excellent connection with 80% battery level. Patient just turned on the therapy using the recharger application. Agent assisted patient to start accessing mystim app. Patient was also routed to scan code page. Patient was able to enter serial number and access their therapy screen. Patient was able to see their group b and they did increase the stimulation. Patient confirmed feeling a slight stimulation. Patient confirmed ins battery at 90% and communicator at 100%. Patient was redirected to hcp if they need assistance updating their programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating that their replacement worked that first day they got it but it has not worked since then patient stated they don't feel stimulation at all. Patient confirmed that their implant is fully charged and therapy was turned on .agent had the patient connected to my stim app and patient reported recharger disconnected medtronic communicator manager connected. Patient confirmed they were not in the recharger application and recharger was docked. Patient stated "communicator" was charged to 95%.patient reported that screen showed therapy on and base was set to 2.6 and prime at 3.0.agent had patient increase but patient still felt no stimulation. Agent reviewed role of rep and redirected patient to healthcare provider (hcp). Patient became escalated and stated that their doctor does nothing with the stimulation. Agent continue to redirect the patient.

Manufacturer narrative:
B5: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and reported the same issue, stating inability to connect to the wireless recharger (wr). Pt stated that the recharger belt was not being used because charging was better without the belt. Agent instructed pt to place the wr over the implant (ins), close all apps on the handset, and access the recharger application. Pt reported the charging screen showing ins at 30% with 0 0 1. Agent instructed pt to reposition the recharger, and pt then reported excellent recharge quality. Agent provided education on using the recharger application to monitor charging and instructed pt to continue holding the position to charge the ins. Patient called back and mentioned it worked for an hour to get up to 50% and 60% but now it's not working. Patient mentioned they can't get anything to charge their implant. Agent instructed patient to start a charge session and connect to the recharging application; handset showed 100% charging at an excellent connection and the therapy was on. Patient turned the therapy on and patient mentioned they can feel the stimulation extremely faintly. Agent instructed patient to close applications and agent observed patient had trouble closing all applications. Agent isntructed patient to power off the handset. Patient turned the handset on, agent instructed patient to con nect the mystim app and patient confirmed they were able to connect to their therapy settings. Patient was able to increase their stimulation and confirmed they can feel the stimulation. Neurostimulator showed 100% and communicator 100%. Agent reviewed with patient to continue to monitor. Patient called back stating they were not able to connect with their wireless recharger and reported unable to connect screen. Agent reviewed this message is in mystimrc app and walked patient through closing all apps and connecting through recharger application. Patient reported excellent connection with the implant at 30% and therapy off; patient commented they charge with therapy off to optimize charge speed. Agent reviewed information and advised patient to continue charging implant to full.